Manufacturer narrative:
"Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed."

Event description:
It was reported that an unspecified bd intima ii leaked during use. The following was reported by the initial reporter: "the patient was treated in the hospital because of abnormal uterine bleeding. During the treatment, an indwelling needle was used for the patient. During the normal indwelling period, the fluid was leaked, so the needle was replaced."